Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect i2000sr processing module, list number 03m74-02 to architect stat troponin-I, list number 02k41-37. MDR number 1415939-2025-00029-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The following data was provided: sid (B)(6) processed on (B)(6) 2025 initial result at 6:53 pm = 0.32 ng/ml repeat results at 7:12 pm = <0.01 and 7:33 pm = <0.01 ng/ml. Customer¿s reference range = 0.000- 0.300 ng/ml. No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The following data was provided: sid (B)(6) processed on (B)(6) 2025 initial result at 6:53 pm = 0.32 ng/ml. Repeat results at 7:12 pm = <0.01 and 7:33 pm = <0.01 ng/ml. Customer¿s reference range = 0.000- 0.300 ng/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.